Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 24 may 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ghc-24-02305. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿rn [registered nurse] form imc [intermountain medical center] tube team, called to "de-clog" nj [nasojejunal] feeding tube for this patient. (Tube was not clogged but kinked about 13 cm back from the nose), could get some water down, but noticed when I did that, the patient's mouth secretions increased. Asked bedside rn who was in the room, about secretions and she said pt [patient] has been having a lot. Tired water flush again, 20 ml or so, the amount out the mouth of increased clear watery mucus fluid was too much of coincidence, likely hole in nj. Undid bridle, pulled nj out from 110 to 97 where I found 1st kink and a hole right at the kink! Pulled whole nj, another kink a few cm from the hole and kink at 97cm. This should not happen if only 60ml syringe used. In fact it should be impossible from the tests that tube team has done with these cortrak tubes. Looked in charting to see when, it appears problem started at around 2100 last night. Looked for anything put down nose or throat, endo, re-intubation, can see nothing. Best guess is that a nurse put pressure in with a syringe smaller than a 60 ml, most ICU [intensive care unit] nurses know to not do this, ever, as these tube will rupture anywhere along the length with that kind or pressure.¿ there was no injury to the patient.

Manufacturer narrative:
All information reasonably known as of 12 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d4, h4. The device history record for 20117439 was reviewed and the product was produced according to product specifications. All information reasonably known as of 07 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.